Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient fell suddenly on their back in the parking lot about 3 months ago. Then about 2 months ago, they started experiencing bowel leakage and had to start wearing depends. Last month, they started feeling an uncomfortable pressure to have a bowel movement, and would have pellet-sized stools, but now they noted that nothing was coming out when they felt the pressure. They noted that they had at least 50% improvement since implant, but never 100%. The patient also noted that they had numbness in their l4-l5 area, and were having an MRI for a potential back issue, but that issue was unrelated to the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.